Event description:
It was reported that a user experienced persistent hyperglycemia above 300 mg/dl after resuming ilet pump therapy following time off pump for an MRI, with a peak reported around 400 mg/dl, and performed false and true meal announcements without adequate glucose reduction until later in the day; the user replaced all infusion supplies, verified drops, reported no leaks, kinks, or bubbles, and noted recent stress and concerns about inaccurate fingerstick strips. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no hospitalization and subsequent downward glucose trend. Investigation included product troubleshooting with infusion set and supply changes, user education on appropriate meal announcements, ketone testing guidance, and follow-up monitoring. Investigation of this case revealed no confirmed device malfunction or component failure, while potential contributing factors included time off pump with interim mdi, infusion site or set performance not confirmed, possible inaccurate fingerstick readings, and physiological stress. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.